Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0593 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redr0593) have been reported from the same facility.

Event description:
It was reported the 3fr sv PICC broke on (B)(6) 2019 where the proximal plastic hub meets the extension leg. The PICC was removed and replaced. No other information was provided.